Event description:
During service of the device it was noted that the device had a damaged irrigation button cover. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).